Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported via the stryker facebook page, "I just had a mako knee replacement a few months ago and wish I¿d never had the surgery. Best of luck to everyone as I now need my hip done." Additional comment reported through the stryker facebook page, I wish I¿d never had my knee done. My first replacement,, I flew through it. It¿s been over 3 months of pain. Now, I feel like they¿ve just washed their hands of me. Additional fb comment received, "I had the mako for me left knee replacement over 3 months ago. I¿ve been in pain everyday since. I¿m having an MRI tomorrow and the pa told me that after that, there¿s nothing more they can do."